Event description:
It was reported the customer was hospitalized for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 34 mg/dl. Customer also stated they were hospitalized for six days. The customer also reported having high magnesium content and high blood pressure. Customer was also connected to the insulin pump during their hospitalization. The cause of the customer's low blood glucose was unknown. Customer stated their basal was reduced by 50%. The customer also reported having inaccurate readings between their sensor glucose and blood glucose. The customer's blood glucose would be 150 mg/dl and their sensor glucose would be 70 mg/dl. Customer stated they have not worn this sensor in two weeks. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-80901.